Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over infused during patient infusion. The device completed the infusion in 13 hours. The device was filled with 115 ml of an unspecified drug solution and delivered the infusion at an approximate rate of 8.8 ml/hr, instead of the expected 2.5 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.